Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose and flush drive support disk. No alarm for a loose drive support disk could be verified due to the prime anomaly. The insulin pump was received with a cracked case at display window corners, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error during the rewind process. The blood glucose reading was 200 mg/dl, which was treated with the insulin pump. The customer stated that the drive support cap was flush, and she did not press the cap in while connected. No significant events leading to the alarm were noted. Advised replacement of the insulin pump. Nothing further reported.